Event description:
Boston scientific received information that during the pacemaker replacement procedure, when this right atrial (ra) lead was connected to the header blood was observed. When tested, the lead exhibited impedance measurements greater than 2,000 ohms. The lead was reprogrammed to a unipolar configuration and impedances decreased to an acceptable range. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.